Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 700 mg/dl without symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient is a very brittle diabetic who experiences many highs and lows without symptoms. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Cts determined that the basal/temp basal settings were incorrectly programmed and referred the patient to their healthcare provider diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in the settings being incorrectly programmed in their pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the last basal delivery and the last bolus delivery were on 04/15/2015. On 04/15/2015 at 11:17 an unexplained loss of prime occurred; deliveries never resumed. On 04/11/2015 at 18:47, an occlusion alarm with high force was recorded; deliveries resumed at 20:14. There were no errors, alarms or warnings during the 24hr duration testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.